Event description:
Consumer called to report comparing meter to meter results. Analysis run on clark error grid using competitive reading (293) as ref. Point vs. Bd readings (174) yielded data points in the d range of the grid, outside of acceptable limits.